Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). It was reported that three to four weeks after implant the patient developed an infection. The patient had a knee replacement which likely caused the infection which traveled to the ins. The full system needs to be removed. The healthcare provider (hcp) will not put in another system. No further complications were reported. The indication for use is chronic low back pain and other chronic/intract pain.